Event description:
Customer reported unit went into a ' no output' alarm. There was no report of pt involvement. Investigation/conclusion: the unit was returned to the MFR site for investigation. The unit was tested, and the reported complaint was confirmed. Investigation revealed the cause of the alarm was the proportional control valve. Seats in the valves of similar complaints were examined and they showed signs of swelling which limited the amount of agent that can pass through the orifice, thus triggering the alarm. The valve has since been revised and can mechanically compensate for any seat swell because of a spring loaded seating surface. Further investigation of the unit revealed output high to specification due to the rotary valve. Investigations of similar instances determined that the rotary valves were subject to scratching of their sealing faces. No foreign materials were found to determine the cause of the scratches. This valve was manufactured by glacier and had the graphite process applied. Further investigations found that some deva material contained areas of larger deposits of graphite that could be removed. It is not possible to conclude if the graphite caused the scratch. The deva material supplier has since changed from glacier to federal mogul and is less prone to void and is reported to be easier to machine.